Event description:
A customer reported to beckman coulter, inc. (Bec) of coming in contact with an unknown liquid while inspecting interior of access 2 immunoassay system. The customer was troubleshooting vacuum errors on the instrument. The customer was not wearing gloves and touched the liquid with bare finger. The customer washed her hands with anti-bacterial soap and did not seek medical attention. The liquid the customer was exposed to could potentially contain not only wash buffer but patient sample waste, qc material and other substances that are considered chemical and/or biohazard in nature. Msds was not reviewed but the facility has an exposure control and risk management plan in place. No harm or injury was reported by the user.

Manufacturer narrative:
The customer found precipitate underneath the main pipettor wash tower and felt liquid on her bare finger while inspecting. Bec customer technical support (cts) troubleshot vacuum under limit error with the customer and had her primed the pipettor. The customer stated that the pipettor primed without issue and was not overflowing with liquid afterward. Service was not dispatched for this event as the issue was resolved by troubleshooting with cts. (B)(4).